Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they became unable to aspirate the sheath due to thrombus formation. After ablations were completed a non-boston scientific mapping catheter was used to perform the post treatment mapping. After the mapping was completed and the catheter was removed aspiration of the faradrive was attempted but they were unable to draw blood back. Suspecting a thrombus had formed the negative pressure was held on the sheath as it was removed from the patient, and a thrombus on the end of the sheath was observed once the device was out of the body. The sheath was replaced with a non-boston scientific sheath to perform the rest of the non-pfa portions of the procedure. No interventions were required and there were no further complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
When the sheath was first received at boston scientific's post market laboratory it was visually inspected, and no abnormalities were noted. Next, the catheter's functional steering capability was tested and found to be without fault. Finally, they tested the sheath's irrigation and aspiration capabilities and found the sheath was able to be irrigated and aspirated without issues. Based on all available information boston scientific concludes there was no problem detected with the returned sheath. There was no evidence with the returned catheter that confirmed the presences of any thrombus, but if it occurred during the procedure, it would be considered a known inherent risk of the sheath as it is listed in the device's instructions for use as a potential complication.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they became unable to aspirate the sheath due to thrombus formation. After ablations were completed a non-boston scientific mapping catheter was used to perform the post treatment mapping. After the mapping was completed and the catheter was removed aspiration of the faradrive was attempted but they were unable to draw blood back. Suspecting a thrombus had formed the negative pressure was held on the sheath as it was removed from the patient, and a thrombus on the end of the sheath was observed once the device was out of the body. The sheath was replaced with a non-boston scientific sheath to perform the rest of the non-pfa portions of the procedure. No interventions were required and there were no further complications. The sheath is expected to be returned for analysis.